Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.